Event description:
(B)(4). Have had problems with theses devices since they were inserted. Causing severe migraines, hair loss, bloat , abdominal pain pelvic pain, infections,skin rashes, tooth decay, pain in joints and severe muscle pain, fatigue tiredness and bouts with depression, painful and heavy periods, swollen ovaries, just to list a few.